Manufacturer narrative:
Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000086991. Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation with the system. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue. Investigation was unable to determine which lead was at fault.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.